Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 74 mg/dl. Customer reported they fell due to low bg. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer administered a glucagon injection to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with a glucagon injection. Customer was discharged 1 day later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling.

Manufacturer narrative:
(H6) add codes- 4121, 213, 4315.